Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00975. The field service representative (fsr) checked the system log and found numerous "blender & o2 sensor disagree" error messages. The fsr downloaded the data logs and will return to the manufacturer for further evaluation. The fsr replaced the oxygen (o2) sensor and returned the suspect part to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported low fracture of inspired oxygen (fio2). The perfusionist (ccp) recalibrated the unit and the unit was working correctly. There were no reported adverse consequences to the patient.